Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00433. It was reported that the patient¿s therapy strength was decreasing on its own. Diagnostics revealed high impedance. Reprogramming was unable to resolve the issue and patient did not have right side coverage. As such, surgical intervention took place on (B)(6) 2022 wherein the leads were explanted. No new lead were implanted on (B)(6) 2022 due to bleeding at the incision.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that new leads were implanted on (B)(6) 2022.